Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3maxc). The hospital technician found the 3maxc to be broken towards the proximal end. The damage to the 3maxc was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new 3maxc.

Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3maxc) was fractured approximately 50.5 cm from the hub. Yield marks were present on both side of the fracture site. Conclusions: evaluation of the returned 3maxc revealed that the catheter was fractured. If the device is forcefully retracted at an extreme angles during removal from its packaging hoop or otherwise mishandled during preparation, damage such as a kink may occur. If a kinked device is further manipulated, the kink may worsen to a fracture. Further evaluation revealed yield marks on both sides of the fracture site, which indicates the device was kinked before the fracture occurred. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.